Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed significant wear with severe indentation marks, consistent with successful usage over a long period. The torque handle was tested for torque. Device was above specified range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause cannot be determined for the handle exerting less torque than intended. The most probable root cause for the over torquing of the tightener handle can be attributed to lack of maintenance. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reports that torque limiting handle (286745500) needs less force to trigger then it usually does. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.